Event description:
A caller reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain glucose readings. The customer further reported that their ph level is low and self-presented at a hospital due to diabetic ketoacidosis. The customer was administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Sections h-10 was documented incorrectly as it was left blank in the previous initial MDR report. This section has been updated.

Event description:
A caller reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain glucose readings. The customer further reported that their ph level is low and self-presented at a hospital due to diabetic ketoacidosis. The customer was administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.